Event description:
It was reported that a cartridge alarm occurred during the load sequence. The issue cause the customer¿s bg to exceed 500 mg/dl but the bg level was unknown. It's not known how the customer addressed the bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.